Event description:
It was reported that the device's alarm lights were broken. No patient injury or involvement reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned warmer found cracked enclosure and an outdated printed circuit board (pcb) and power switch. Event history log review was not applicable. Removed front cover and performed a visual inspection and confirmed two of the led's on the pcb were broken off. The reported problem was confirmed. The root cause of the damage was related to user interface. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. UDI details were unknown.